Event description:
When removing the balloon from its packaging, it was noticed that there was a pinhole of the balloon. There was no damage to the packaging. There was no mishandling of the prod. The prod was properly stored. The prod was not used in the pt.

Manufacturer narrative:
The prod is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other). Add'l info will be submitted within 30 days of receipt.